Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced a low blood glucose level and also had a power error detected alarm. The customer's blood glucose value was 54 mg/dl. The customer had a battery loss and received power error detected alarm. The customer was advised to monitor the insulin pump and call back if the error recurs. The customer was advised to treat for low blood glucose. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.